Manufacturer narrative:
(B)(4).

Event description:
This patient is implanted with a scs system which includes two leads from the same lot. It was reported the patient was not receiving effective stimulation in her pain area. Reprogramming was unable to resolve the issue. A CT scan was ordered. The patient underwent surgical intervention on (B)(6) 2016 where the leads were repositioned.

Event description:
Follow up information identified the sjm representative met with the patient (B)(6) 2016 for postoperative reprogramming. The patient is receiving effective stimulation and issue has been resolved.